Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR: 3012307300-2021-12569. The report was submitted in error.

Event description:
Information was received indicating that the smiths medical, cadd administration set, was leaking at the filter during three separate occasions while infusing chemotherapy. No additional information is available at this time.